Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported that during a thoracoscopy procedure, after firing the device on the lower lobe in the lung on the bronchus, the surgeon could not open the jaws of the device. The device was removed by cutting the tissue around it. Procedure was prolonged ten minutes. No patient consequence reported.